Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported on (B)(6) 2026 while the surgeon was implanting a volt distal radius plate, two of the 2.4 volt locking screws would not lock into the plate. The surgeon removed the plate and decided to use a va distal radius plate instead. No patient harm. No surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d10 concomitant. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: the surgeon used the guide that clicks into place and then the surgeon can feel the variable angulation. It¿s the guide where it says locking on one side and non locking on the other. The locking side was used. The screw holes that were affected were the distal ulnar, and distal radial holes. The surgeon drilled with the appropriate drill bit, and then put the screws in using power, but stopped the power drill before the threads would engage, and then finished on hand. They had the torque limited hooked up.